Manufacturer narrative:
The thermogard xp ivtm system was not returned to zoll for evaluation. The evaluation was performed by zoll service personnel at the customer's site. The reported complaint of "the thermogard xp ivtm system (sn (B)(4) displayed tcmid:02 (ce danfoss error) error message was confirmed during the event log review but not confirmed during the functional testing. The wire harness of the cooling engine and pic16 board were found defective and were replaced to remedy the problem. Upon visual inspection, no physical damage was observed. The thermogard xp ivtm system passed the initial functional test without any error or fault. The event log review showed the occurrence of tcmid:02 (ce danfoss error) error message on the reported complaint date. Following service, the thermogard xp ivtm system passed all the testing without any issue or fault. Historical complaints were reviewed and there was no previous history of complaint reported for the thermogard xp ivtm console with serial number (B)(4).

Manufacturer narrative:
Zoll has not received the thermogard xp ivtm system for investigation. A supplemental report will be filed if the product is returned and investigation has been completed.

Event description:
During intravascular temperature management (ivtm) therapy, the customer reported that the thermogard xp system (sn (B)(4)) prompted tcmid: 02 (ce danfoss error). Patient ivtm therapy continued using another thermogard xp system. No known impact or consequence to patient information was provided.